Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia and insulin pump with manual injection as treatment. Customer blood glucose level was over 400 mg/dl. Customer also noticed very bad rashes on insertion site. It was unknown about used insulin pump system within 48 hours of reported event. Troubleshooting was performed for site issue during high blood glucose readings and it was unknown about used of the auto mode/smartguard feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will not be returned for analysis.